Event description:
This report is being submitted in response to FDA inspector request during qsit inspection (march 28th - april 7th, 2005). Surgeon reported infection around the implant at approximately 4 weeks post operatively. Cultures performed were positive for staph coagulase and propionibacterium organisms. A second surgery was performed to remove the implant. Reference ca248334 for sencond pt reported by same surgeon. This device is used for treatment.